Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege that the patient suffers from pain, discomfort, inflammation, effusion, bone damage, and metallosis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe inflammation, increase ions, pain, suffering, loss of income, infection right hip, multiple dislocations of the right hip and pseudotumor of left hip. The right hip components were explanted on (B)(6) 2013 with competitor temporary components placed. Right hip was re-implanted on (B)(6) 2013 with competitor components and dislocations occurred after the competitor products were implants and no depuy products were involved. Medical records reported the dislocations of competitor products and revision of those competitor products. Lab results were greater than 7 parts per billion for metal ions. Revision surgical report dated (B)(6) 2015 noted increased metal ions, pseudotumor, corrosion, and osteolysis. Stem is being added to complaint for elevated metal ions. The complaint was updated on: apr 22, 2016.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the liner and head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no other reported incident(s) against the femoral stem product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 3/20/2013-pfs and medical records received. Part/lot info provided. After review of the medical records there is no new additional information that would affect the existing MDR decision.